Event description:
The physician reported that as he was implanting the intraocular lens during routine cataract surgery the trailing haptic bent back onto the optic. He was unable to straighten the haptic and decided to remove and replace the lens. During the removal procedure the pt reportedly sustained trauma to the cornea resulting in transient corneal edema and reduced visual acuity. Pt was treated with standard post op medication and vision is now improving.

Manufacturer narrative:
The complaint device associated with this report was not received by the manufacturer. Product history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. There have been no other complaints received for additional lenses manufactured in this workorder.